Event description:
A pt reported experiencing inaccurate erratiac results with a one touch basic meter. The pt's blood glucose results were 96, 167 and 111 mg/dl. Tests were done within 10 minutes. No further info has been reported.